Manufacturer narrative:
Updated fields: d10, g4, g7,h2, h3, h6, h10. Unique device identifier (UDI) : (B)(4). The hakim valve was returned for evaluation: failure analysis - the valve was visually inspected; the stator was dislodged and a needle hole was noted in the needle chamber. The valve could not be tested for programming and pressure due to the dislodged stator. The valve was leak tested and only leaked from the needle hole in the needle chamber. The valve was dismantled and was examined under microscope at appropriate magnification: some bump marks were noted in the valve casing. Some biological debris was noted on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism and on the base plate. Corrosion was noted on the stator. The valve passed the test for occlusion and magnets. The root causes for the dislodged stator could be partly due to the valve receiving a hard knock. The root cause for the bump marks in the valve casing are due to the valve receiving some hard knocks. The root causes for the reported additional information "patient was symptomatic with severe headaches, respiratory changes, ventricular enlargement" that suggest an occlusion could be due to biological débris/protein buildup. The root cause of the corrosion could not be clearly determined. The potential cause of failure for the problem reported by the customer is probably due to the valve receiving hard knocks.

Event description:
N/a.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported difficulties to program the hakim valve to desired setting: the valve was implanted on (B)(6) 2014 to treat hydrocephalus in the setting of syndromic craniosynostosis. The provider was unable to successfully change the shunt setting to desired setting after multiple attempts. The facility reported the valve ¿erratically spun to unusual settings¿ and the provider was not able to reset the valve. The valve reportedly reset to 160 and the patient was symptomatic with the following symptoms: severe headaches, respiratory changes, and ventricular enlargement. The patient was taken to the operating room on (B)(6) 2020 for a proximal shunt revision.